Manufacturer narrative:
The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device was missing the output cable and apparently cut-off from the enclosure. The damage that was observed affected the functionality of the device; the controller ac adapter was unable provide power to a controller. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the cable of the ac adapter was 'completely severed¿ and was unable to provide power. The ac adapter was replaced. No patient complications have been reported as a result of this event.